Event description:
Thirty-four patient samples with discrepant results for pth or insulin (ins). Units of measure: pth = pg/ml, ins = uu/ml. Sample 1, initial ins 1.9, repeat 2.9. Erroneous results were reported. Patients not adversely affected. The field service representative determined the cause for the discrepant results to be a problem with the o-ring for the sipper syringe and replaced the o-ring. Performance tests performed and within specification.

Event description:
Thirty-four patient samples with discrepant results for pth or insulin (ins). Units of measure: pth = pg/ml, ins = uu/ml. Sample 16, initial ins 4.8, repeat 7.7. Erroneous results were reported. Patients not adversely affected. The field service representative determined the cause for the discrepant results to be a problem with the o-ring for the sipper syringe and replaced the o-ring. Performance tests performed and within specification.

Event description:
Thirty-four patient samples with discrepant results for pth or insulin (ins). Units of measure: pth = pg/ml, ins = uu/ml. Sample 6, initial pth 17, repeat 26. Erroneous results were reported. Patients not adversely affected. The field service representative determined the cause for the discrepant results to be a problem with the o-ring for the sipper syringe and replaced the o-ring. Performance tests performed and within specification.

Event description:
Thirty-four patient samples with discrepant results for pth or insulin (ins). Units of measure: pth = pg/ml, ins = uu/ml. Sample 8, initial ins 12, repeat 19. Erroneous results were reported. Patients not adversely affected. The field service representative determined the cause for the discrepant results to be a problem with the o-ring for the sipper syringe and replaced the o-ring. Performance tests performed and within specification.

Event description:
Thirty-four patient samples with discrepant results for pth or insulin (ins). Units of measure: pth = pg/ml, ins = uu/ml. Sample 12, initial pth 12, repeat 19. Erroneous results were reported. Patients not adversely affected. The field service representative determined the cause for the discrepant results to be a problem with the o-ring for the sipper syringe and replaced the o-ring. Performance tests performed and within specification.

Event description:
Thirty-four patient samples with discrepant results for pth or insulin (ins). Units of measure: pth = pg/ml, ins = uu/ml. Sample 17, initial pth 12, repeat 19. Erroneous results were reported. Patients not adversely affected. The field service representative determined the cause for the discrepant results to be a problem with the o-ring for the sipper syringe and replaced the o-ring. Performance tests performed and within specification.

Event description:
Thirty-four patient samples with discrepant results for pth or insulin (ins). Units of measure: pth = pg/ml, ins = uu/ml. Sample 7, initial ins 4.8, repeat 7.4. Erroneous results were reported. Patients not adversely affected. The field service representative determined the cause for the discrepant results to be a problem with the o-ring for the sipper syringe and replaced the o-ring. Performance tests performed and within specification.

Event description:
Thirty-four patient samples with discrepant results for pth or insulin (ins). Units of measure: pth = pg/ml, ins = uu/ml. Sample 18, initial ins 10, repeat 16. Erroneous results were reported. Patients not adversely affected. The field service representative determined the cause for the discrepant results to be a problem with the o-ring for the sipper syringe and replaced the o-ring. Performance tests performed and within specification.

Event description:
Thirty-four patient samples with discrepant results for pth or insulin (ins). Units of measure: pth = pg/ml, ins = uu/ml. Sample 5, initial ins 4.8, repeat 7.4. Erroneous results were reported. Patients not adversely affected. The field service representative determined the cause for the discrepant results to be a problem with the o-ring for the sipper syringe and replaced the o-ring. Performance tests performed and within specification.

Event description:
Thirty-four patient samples with discrepant results for pth or insulin (ins). Units of measure: pth = pg/ml, ins = uu/ml. Sample 13, initial 5.7, repeat 9. Erroneous results were reported. Patients not adversely affected. The field service representative determined the cause for the discrepant results to be a problem with the o-ring for the sipper syringe and replaced the o-ring. Performance tests performed and within specification.

Event description:
Thirty-four patient samples with discrepant results for pth or insulin (ins). Units of measure: pth = pg/ml, ins = uu/ml. Sample 14, initial pth 15, repeat 24. Erroneous results were reported. Patients not adversely affected. The field service representative determined the cause for the discrepant results to be a problem with the o-ring for the sipper syringe and replaced the o-ring. Performance tests performed and within specification.

Event description:
Thirty-four patient samples with discrepant results for pth or insulin (ins). Units of measure: pth = pg/ml, ins = uu/ml. Sample 23, initial ins 2.3, repeat 3.9. Erroneous results were reported. Patients not adversely affected. The field service representative determined the cause for the discrepant results to be a problem with the o-ring for the sipper syringe and replaced the o-ring. Performance tests performed and within specification.

Event description:
Thirty-four patient samples with discrepant results for pth or insulin (ins). Units of measure: pth = pg/ml, ins = uu/ml. Sample 15, initial pth 19, repeat 31. Erroneous results were reported. Patients not adversely affected. The field service representative determined the cause for the discrepant results to be a problem with the o-ring for the sipper syringe and replaced the o-ring. Performance tests performed and within specification.

Event description:
Thirty-four patient samples with discrepant results for pth or insulin (ins). Units of measure: pth = pg/ml, ins = uu/ml. Sample 25, initial 2.4, repeat 4.3. Erroneous results were reported. Patients not adversely affected. The field service representative determined the cause for the discrepant results to be a problem with the o-ring for the sipper syringe and replaced the o-ring. Performance tests performed and within specification.

Event description:
Thirty-four patient samples with discrepant results for pth or insulin (ins). Units of measure: pth = pg/ml, ins = uu/ml. Sample 29, initial ins 3.1, repeat 5.8. Erroneous results were reported. Patients not adversely affected. The field service representative determined the cause for the discrepant results to be a problem with the o-ring for the sipper syringe and replaced the o-ring. Performance tests performed and within specification.

Event description:
Thirty-four patient samples with discrepant results for pth or insulin (ins). Units of measure: pth = pg/ml, ins = uu/ml. Sample 33, initial pth 508, repeat 1136. Erroneous results were reported. Patients not adversely affected. The field service representative determined the cause for the discrepant results to be a problem with the o-ring for the sipper syringe and replaced the o-ring. Performance tests performed and within specification.

Event description:
Thirty-four patient samples with discrepant results for pth or insulin (ins). Units of measure: pth = pg/ml, ins = uu/ml. Sample 19, initial pth 19, repeat 31. Erroneous results were reported. Patients not adversely affected. The field service representative determined the cause for the discrepant results to be a problem with the o-ring for the sipper syringe and replaced the o-ring. Performance tests performed and within specification.

Event description:
Thirty-four patient samples with discrepant results for pth or insulin (ins). Units of measure: pth = pg/ml, ins = uu/ml. Sample 10, initial pth 31, repeat 49. Erroneous results were reported. Patients not adversely affected. The field service representative determined the cause for the discrepant results to be a problem with the o-ring for the sipper syringe and replaced the o-ring. Performance tests performed and within specification.

Event description:
Thirty-four patient samples with discrepant results for pth or insulin (ins). Units of measure: pth = pg/ml, ins = uu/ml. Sample 20, initial ins 2.8, repeat 4.7. Erroneous results were reported. Patients not adversely affected. The field service representative determined the cause for the discrepant results to be a problem with the o-ring for the sipper syringe and replaced the o-ring. Performance tests performed and within specification.

Event description:
Thirty-four patient samples with discrepant results for pth or insulin (ins). Units of measure: pth = pg/ml, ins = uu/ml. Sample 21, initial ins 6.7, repeat 11. Erroneous results were reported. Patients not adversely affected. The field service representative determined the cause for the discrepant results to be a problem with the o-ring for the sipper syringe and replaced the o-ring. Performance tests performed and within specification.

Event description:
Thirty-four patient samples with discrepant results for pth or insulin (ins). Units of measure: pth = pg/ml, ins = uu/ml. Sample 27, initial ins 4.1, repeat 7.6. Erroneous results were reported. Patients not adversely affected. The field service representative determined the cause for the discrepant results to be a problem with the o-ring for the sipper syringe and replaced the o-ring. Performance tests performed and within specification.

Event description:
Thirty-four patient samples with discrepant results for pth or insulin (ins). Units of measure: pth = pg/ml, ins = uu/ml. Sample 31, initial ins 8.9, repeat 17. Erroneous results were reported. Patients not adversely affected. The field service representative determined the cause for the discrepant results to be a problem with the o-ring for the sipper syringe and replaced the o-ring. Performance tests performed and within specification.

Event description:
Thirty-four patient samples with discrepant results for pth or insulin (ins). Units of measure: pth = pg/ml, ins = uu/ml. Sample 3, initial pth 49, repeat 74. Erroneous results were reported. Patients not adversely affected. The field service representative determined the cause for the discrepant results to be a problem with the o-ring for the sipper syringe and replaced the o-ring. Performance tests performed and within specification.

Event description:
Thirty-four patient samples with discrepant results for pth or insulin (ins). Units of measure: pth = pg/ml, ins = uu/ml. Sample 24, initial pth 48, repeat 85. Erroneous results were reported. Patients not adversely affected. The field service representative determined the cause for the discrepant results to be a problem with the o-ring for the sipper syringe and replaced the o-ring. Performance tests performed and within specification.

Event description:
Thirty-four patient samples with discrepant results for pth or insulin (ins). Units of measure: pth = pg/ml, ins = uu/ml. Sample 28, initial pth 15, repeat 28. Erroneous results were reported. Patients not adversely affected. The field service representative determined the cause for the discrepant results to be a problem with the o-ring for the sipper syringe and replaced the o-ring. Performance tests performed and within specification.

Event description:
Thirty-four patient samples with discrepant results for pth or insulin (ins). Units of measure: pth = pg/ml, ins = uu/ml. Sample 32, initial pth 17, repeat 34. Erroneous results were reported. Patients not adversely affected. The field service representative determined the cause for the discrepant results to be a problem with the o-ring for the sipper syringe and replaced the o-ring. Performance tests performed and within specification.

Event description:
Thirty-four patient samples with discrepant results for pth or insulin (ins). Units of measure: pth = pg/ml, ins = uu/ml. Sample 22, initial ins 4.1, repeat 6.9. Erroneous results were reported. Patients not adversely affected. The field service representative determined the cause for the discrepant results to be a problem with the o-ring for the sipper syringe and replaced the o-ring. Performance tests performed and within specification.

Event description:
Thirty-four patient samples with discrepant results for pth or insulin (ins). Units of measure: pth = pg/ml, ins = uu/ml. Sample 26, initial pth 10, repeat 18. Erroneous results were reported. Patients not adversely affected. The field service representative determined the cause for the discrepant results to be a problem with the o-ring for the sipper syringe and replaced the o-ring. Performance tests performed and within specification.

Event description:
Thirty-four patient samples with discrepant results for pth or insulin (ins). Units of measure: pth = pg/ml, ins = uu/ml. Sample 30, initial ins 8.7, repeat 17. Erroneous results were reported. Patients not adversely affected. The field service representative determined the cause for the discrepant results to be a problem with the o-ring for the sipper syringe and replaced the o-ring. Performance tests performed and within specification.

Event description:
Thirty-four patient samples with discrepant results for pth or insulin (ins). Units of measure: pth = pg/ml, ins = uu/ml. Sample 4, initial pth 17, repeat 26. Erroneous results were reported. Patients not adversely affected. The field service representative determined the cause for the discrepant results to be a problem with the o-ring for the sipper syringe and replaced the o-ring. Performance tests performed and within specification.

Event description:
Thirty-four patient samples with discrepant results for pth or insulin (ins). Units of measure: pth = pg/ml, ins = uu/ml. Sample 11, initial pth 24, repeat 38. Erroneous results were reported. Patients not adversely affected. The field service representative determined the cause for the discrepant results to be a problem with the o-ring for the sipper syringe and replaced the o-ring. Performance tests performed and within specification.

Event description:
Thirty-four patient samples with discrepant results for pth or insulin (ins). Units of measure: pth = pg/ml, ins = uu/ml. Sample 34, initial ins <0.5, repeat 1.2. Erroneous results were reported. Patients not adversely affected. The field service representative determined the cause for the discrepant results to be a problem with the o-ring for the sipper syringe and replaced the o-ring. Performance tests performed and within specification.

Event description:
Thirty-four patient samples with discrepant results for pth or insulin (ins). Units of measure: pth = pg/ml, ins = uu/ml. Sample 2, initial pth 37, repeat 56. Erroneous results were reported. Patients not adversely affected. The field service representative determined the cause for the discrepant results to be a problem with the o-ring for the sipper syringe and replaced the o-ring. Performance tests performed and within specification.

Event description:
Thirty-four patient samples with discrepant results for pth or insulin (ins). Units of measure: pth = pg/ml, ins = uu/ml. Sample 9, initial pth 18, repeat 28. Erroneous results were reported. Patients not adversely affected. The field service representative determined the cause for the discrepant results to be a problem with the o-ring for the sipper syringe and replaced the o-ring. Performance tests performed and within specification.